Event description:
The customer reported the shock is not getting delivered. A failure to shock could impact the delivery of therapy.

Manufacturer narrative:
(B)(4): the customer reported a failure to deliver a shock. There was no patient involvement. The device was evaluated by the customer. The device was evaluated by the customer. The device passed the shift/system check. A philips field service engineer (fse) also evaluated the device and no problem was observed. The device passed all testing and remains at the customer site. Philips was unable to determine the cause of the reported symptom as the issue could not be reproduced.